Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited out of range impedance measurements. A chest x-ray revealed unraveling of the proximal coil.